Manufacturer narrative:
Added concomitant products. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 490 mg/dl; current blood glucose value was 308 mg/dl. Customer declined to check bolus wizard settings for accuracy. Customer declined to continue troubleshoot for high blood glucose. The customer did not mention symptoms and treatment of blood glucose levels. The insulin pump will not be returned for analysis.